Manufacturer narrative:
Product analysis: analysis found that the ventricular sensitivity and the super cap voltage failed incoming testing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.